Event description:
It was observed during the device evaluation, the up/down plate and the universal cord on the videoscope displayed as sticky. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, olympus confirmed foreign material, however, the cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.